Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transabdominal preperitoneal repair, when the suture was inserted through the 5mm tro car, the thread and the needle became disengaged. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted two sutures and two needles. Neither needle was connected to a suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted on both needles. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transabdominal preperitoneal repair, when the suture was inserted through the 5mm tro car, the thread and the needle became disengaged. The same event happened twice. Another suture was used to complete the case. There was no patient injury.